Manufacturer narrative:
Additional information received that this event occurred during bench testing and there was no patient involvement.

Manufacturer narrative:
Device evaluation: one smiths medical cadd solis hpca pump was returned for analysis with a damaged lens and a bubbled downstream occlusion seal. During analysis, the customer's reported complaint regarding "failed volumetric test" was confirmed. Service will replace the expulsor to correct the reported problem. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd-solis ambulatory infusion pump failed a volumetric accuracy test. No adverse effects were reported.